Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that there was a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard drive, installed operating system (os), firmware and application software and made necessary configurations to resolve the issue. The flexvision pc has been returned for analysis and investigation could not confirm any failure with the flexvision pc. Philips has initiated a medical device correction (z-1144-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system. The system is currently being used after the replacement of flexvision pc , hard drive and installing the operating system, firmware and application software. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.